Event description:
I had sought the advice of my ob/gyn for a urinary incontinence problem and after several tests and also conferring with a urologist the decision was made to do surgery to repair cystocele using a bladder sling. The doctors used the avulta mesh to do this repair in 2007. I was just not healing as was expected, so after another exam and consultation it was decided that there was a problem with the avulta mesh it was not doing its job. Therefore, another surgery two months later, to repair defective mesh. The pain and problems continued and in 2008, they thought that maybe some of my pain was coming from hemmorhoids, so I went in 2008, and had surgery for that. After 8 weeks of healing from the surgery I was still having complications from the avulta. I was sent to a pelivic rehab center for therapy which I tried but could not finish for the pain. In three months later, I had yet another bladder surgery to remove part of the mesh that was defective at that time. The next month, the problems kept returning so I was sent to a urogynecologist to see what he might think. And it was decided that the entire avulta sling was defective and was continuing to roll and tear apart as it poked and rubbed my internal organs. So, yet again another surgery to remove all of the avulta and replace it with the surgisis was performed the following month. This avulta device has done nothing but be troublesome and painful not to mention that I have missed work for nearly a year and have used up my disability time and am now without any pay and have to supply my own insurance. Please look further into this mesh to know one else has to go through that I am going through now. Dates of use: 2007- 2008. Diagnosis or reason for use: bladder repair.